Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A nuclear magnetic resonance (nmr) was performed in which it was noticed that there was a low amount of fluid in the ipp system. The source could not be identified as there were no focal areas of liquid adjacent to the components. Approximately 3 months later, the patient underwent a surgical procedure in which the existing device was removed and a new ipp was implanted. There were no patient complications.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A nuclear magnetic resonance (nmr) was performed in which it was noticed that there was a low amount of fluid in the ipp system. The source could not be identified as there were no focal areas of liquid adjacent to the components. There were no patient complications.